Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a tcar procedure, a dissection occurred during placement of the arterial sheath over the .035" j wire. After placement of the first stent, the physician noticed an angiographic abnormality and decided to place an additional unplanned stent in the internal carotid artery (ica). The procedure was completed successfully with no health consequences or impact to the patient.